Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise and oversensing on the pace/sense channel, as well as noise on the shock channel. Additionally, the pacing impedance measurements decreased by approximately 200 ohms, but were not out of range. The patient was evaluated in the clinic and the noise could not be reproduced, the lead measurements were stable, and the patient was not pacemaker dependent at that time. Additional information was received which reported that the lead was later explanted and replaced. No additional adverse patient effects were reported. This lead has been returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted two lead segments were returned: a terminal segment at 11 centimeters (cm) in length, and a tip segment at 40.5 cm in length. The section of lead body from 11 cm to 18.5 cm was not returned. A thorough evaluation of the lead segments was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise and oversensing on the pace/sense channel, as well as noise on the shock channel. Additionally, the pacing impedance measurements decreased by approximately 200 ohms, but were not out of range. The patient was evaluated in the clinic and the noise could not be reproduced, the lead measurements were stable, and the patient was not pacemaker dependent at that time. Additional information was received which reported that the lead was later explanted and replaced. No additional adverse patient effects were reported. This lead has been returned for analysis. This report will be updated upon completion of analysis.